Manufacturer narrative:
(B)(4). A sample has not been returned to the manufacturer.

Event description:
It was reported via a hotline call. The rn stated, they have a patient that has arrested in sinus tachycardia. The cardiologist inserted the first fiberoptic catheter and they were having trouble with "timing" so the physician removed the first iab and was attempting to place a second fiberoptic iab. The physician elected not to insert another catheter. The patient was transferred to the unit.

Manufacturer narrative:
(B)(4). The sample was returned with the one-way valve was connected and tethered to the short driveline tubing. The iab hemostasis cuff was connected to the cathgard. Dried blood was noted on the exterior of the one-way valve, bifurcate, hemostasis cuff, outer lumen and bladder. The bladder was fully unwrapped. A bend was noted at approximately 63.0cm from the iab distal tip. The fos connector and cal key were examined. The fos connector was properly seated in the housing and both retaining tabs were intact. The center post of the fos was centered. The blue slide housing was examined and no abnormalities were noted. The cal key was intact. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve and it held for at least 1 minute and then 30 seconds five separate times. The cal key and fos were connected to the iabp. The cal key was recognized. The fos was connected and the iabp zeroed the iab. The pump status displayed "ok" indicating the fiber is fully intact. The catheter was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. See other remarks section. Other remarks: the iab was submerged in water and leak tested using the mdt-50. No holes or leaks were detected. Full inflation was achieved. The unit passed leak test. A lab inventory 0.025in guidewire was back loaded through the iab distal tip. Resistance was noted at approximately 62.8cm from the iab distal tip. The guidewire was able to advance through the central lumen. No blood or debris was noted. The guidewire was front loaded through the iab luer. Resistance was noted at approximately 14.5cm from the iab luer. The guidewire was able to advance through the central lumen. No blood or debris was noted. The iab was connected to an iabp with a lab inventory 40cc driveline tubing. The iab was inserted into the "t" tube and 100mmhg backpressure was applied. The iab was pumped for a minimum of 30 minutes. There were no alarms triggered. The bladder inflated and deflated completely with each beat. The balloon pressure waveform (bpw) was normal. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Conclusion: the reported complaint of timing difficulty is not confirmed. The iab passed functional testing and passed pump testing for a minimum of 30 minutes. No recorder strips were returned for evaluation. The root cause of the reported complaint is undetermined.

Event description:
It was reported via a hotline call. The rn stated, they have a patient that has arrested in sinus tachycardia. The cardiologist inserted the first fiberoptic catheter and they were having trouble with "timing" so the physician removed the first iab and was attempting to place a second fiberoptic iab. The physician elected not to insert another catheter. The patient was transferred to the unit.